Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose after a bike riding session. The customer's blood glucose levels were unknown at the time of the incident. The customer was at 226 mg/dl at the time of the call. The customer was given soda to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer got a motor pic failed self test alarm and hardware low level failure alarm. The insulin pump will not be returned for analysis.